Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a breast augmentation revision with 350cc textured mentor siltex round moderate profile saline breast implants experienced right-sided implant deflation and left-sided capsular contracture (unknown grade) postoperatively. The patient presented with loss of volume on the right, and breast shape distortion on the left. Diagnoses were confirmed by a physician. As a result, the patient underwent explantation on (B)(6) 2021. This medwatch report is for the left-sided implant.